Manufacturer narrative:
Additional information: g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the battery icon was burned into the handle organic light-emitting diode (oled) screen. Functionally, there were no abnormalities that would have caused or contributed to the reported condition. The handle had 247 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the data saved to the system had been completed by engineering and did not indicate evidence of the reported "locked on tissue" condition. All observed firings were noted to have corresponding successful retractions. Analysis of the data did indicate that the handle experienced several unexpected resets while on a charger. It was reported that the device locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the screen burn-in and there was unexpected reset. Visual inspection noted that the organic light-emitting diode (oled) screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended on its display is due to the display showing the same image on the display for a prolonged period of time. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch (sadis), when the second reload was fully fired on the distal stomach, it was locked down on the distal stomach. To resolve the issue, a retraction tool had to be used to open the jaws of the reload. It was noted that the staple line looked good. A manual handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10: concomitant products: unk-sigadapt, unknown signia egia adapter, (serial #unknown) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A data evaluation of the device was also provided. Visual inspection noted that the battery icon was burned into the handle organic light-emitting diode (oled) screen. Functional testing noted that the handle had 247 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 machine. A reload was attached to the device and was able to clamp and articulate without any issues. An analysis of the data saved to the system had been completed and did not indicate evidence of the reported "locked on tissue" condition. Analysis of the data did indicate that the handle experienced several unexpected resets while on a charger. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of screen burn-in and unexpected reset. The product analysis noted evidence that the device was not used as I ntended. The root cause of the oled screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenal switch (sadis), when the second reload was fully fired on the distal stomach, it was locked down on the distal stomach. To resolve the issue, a retraction tool had to be used to open the jaws of the reload. It was noted that the staple line looked good. A manual handle and reload were used to resolve the issue. There was no patient injury.